Event description:
It was reported that bd q-syte leaked it was reported by customer that the qsyte vial adapters always leaks verbatim: rcc received a complaint via email. Email(s) attached. Q-syte vial adapter [product leakage] this united states case is a solicited report received on 11 mar 2025 from a consumer from a patient support program via accredo specialty pharmacy. This 46 years old, 158 lbs, female patient began therapy with remodulin (treprostinil sodium, concentration 10.0 mg/ml) delivered via remunity (patient filled) pump, on (B)(6) 2024 for secondary pulmonary arterial hypertension. The current dose was reported as 0.0595 ug/kg (self fill cassette with 2.2 ml; rate of 23 mcl per hour), continuous via subcutaneous (sq) route. The patient reported that she did not use the qsyte vial adapters as they always leak (device issue). On an unreported date in 2025, she had one brand remodulin subcutaneous remunity vial leak post access from the qsyte vial adapter (product leakage) from the shipment in feb 2025. She stopped using the vial adapters and was using syringe and needle instead. Qsyte vial adapter lot number was not provided. Products were not available for return. No replacements were needed at that time. Furthermore, the durapore tape pulled the skin off (skin injury and product adhesion issue).

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history (chr) review could not be performed as no batch/lot and material number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot and material number was made available for this reported event. A review of the applicable risk documentation indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information provided.